Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide an update to field (h3 and h4). The device was evaluated by olympus. Although error code 85 is a non-reportable malfunction, it was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the observed device defect is a non-reportable malfunction, the component failure likely caused and/or contributed to the reported adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic lithotripsy procedure, the powered laser surgical instrument had an error 85 which prevented the laser from functioning. The customer was not able to do the surgery. The patient was under general anesthesia at the time and had to be woken up without treatment.